Manufacturer narrative:
An authorized field technician was dispateched to conduct a visual and functional evaluation at the customer's location. The alleged issue could not be confirmed or duplicated and the stretcher was found to be operating as intended during the loading and unloading processes.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly did not engage with the safety hook and the stretcher lowered from the ambulance with the patient. At this time, the serial number of the stretcher and additional details about the incident.have not been provided.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly did not engage with the safety hook and the stretcher lowered from the ambulance with the patient. At this time, the serial number of the stretcher and additional details about the incident.have not been provided.